Event description:
Information received from the field notes that the patient presented for a routine follow-up with the atrial lead not capturing in both unipolar and bipolar at 7.5 v, 1.5 ms. Intrinsic atrial events occurred at regular intervals despite atrial pacing pulses. Bipolar impedance was >2500 ohms. The pulse generator was programmed to vvi and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received